Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician could not use his motion tablet. It was reported that the device had a broken power adapter. A replacement was sent to the medical professional. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution the suspected cable was not returned to the manufacturer for analysis to date.

Event description:
The suspected power supply cable was returned to the manufacturer on 07/14/2016. Analysis is underway but it has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
The suspected power supply cable was returned to the manufacturer on 07/14/2016. An analysis was performed on the returned ac adapter and the reported allegation was not verified. No anomalies associated with the ac adapter performance were noted during testing using a known good tablet. The ac adapter performed according to functional specifications.